Manufacturer narrative:
On (B)(4) 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: breakage of the proximal connection of the inner shaft, under high torque. As mentioned in the preliminary investigation, the device is tested up to 9nm torsion. In case of hard bone and/or large screw (diameter and length) the insertion torque can rise. In such cases, bone preparation with tap is recommended. Another potential cause is the application of lateral / bending forces on the screwdriver, e.g. If the surgeon tries to deviate the screw trajectory during insertion in the bone. The instrument set always contains a second screwdriver. Another "simple" screwdriver is also included. No risk for the patient or for the successful completion of the procedure. The involved instrument belongs to a "first generation" design, where the connection of the inner shaft components is designed as a thread+welding. 9nm was considered a reasonable limit for manual insertion of screws: by internal testing, the maximum force that can be manually applied by a straight handle is about 6-7nm.

Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a preliminary investigation based on the available image and commented as follows: the picture allows to confirm the event description. The inner shaft broke at the posterior connection due to high torque applied in very hard bone. The instruments are validated up to 9nm torque. In case of breakage, a second screwdriver is included in the instrument set.

Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 1652476: (B)(4) items manufactured and released on 11 july 2016. No anomalies found related to the problem. To date, this is the third similar event reported on items of the same lot. Not yet received.

Event description:
During surgery, after the insertion of the screw (7x50), it was necessary better insert the screw. The patient had a very hard bone and it was impossible to use the revision screwdriver but it was necessary to use the polyaxial screwdriver slim. After a couple of twists, the screwdriver broke off. A back up screwdriver has been used to complete the surgery, no delay, no fragments fall into the patient.